Event description:
Agent ide. It was reported that in-stent restenosis (isr) occurred. On (B)(6) 2022, the subject presented with unstable angina and was referred for the agent ide study. Heparin or other antithrombic medications were administered at the time of index procedure. The subject was on prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. A loading dose of 81 mg of aspirin was given prior to the procedure. The target lesion was located at the proximal right coronary artery (rca) and was 15 mm long with a reference vessel diameter of 4.0 mm. The target lesion was predilated using 4.00 mm x 12 mm balloon. Following pre-dilation, the lesion was treated with a 4.00 mm x 20 mm agent dcb device successfully, with 0% residual stenosis and timi flow 3. The non-target lesion was located at the mid left anterior descending artery (lad) and was treated with balloon angioplasty catheter and drug eluting stent. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject was diagnosed with unstable angina due to in-stent restenosis. At the time of the event, the subject was on aspirin and clopidogrel. On (B)(6) 2023, coronary angiography revealed 99% isr at the proximal rca which was then treated with a 4.00 mm x 10 mm wolverine cutting balloon, 3.50 mm x 20 mm emerge balloon and 4.50 mm x 15 mm nc emerge balloon. Post revascularization, 0% residual stenosis with timi flow 3 was noted. The event was considered recovered/resolved. On (B)(6) 2023, the target lesion located in the proximal rca was treated with a 4.00 mm x 20 mm synergy stent and an unspecified wolverine cutting balloon.